Event description:
This report is based on information provided by philips service personnel and is being investigated by the philips complaint handling team. Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen issue. It was unknown how the issue was found. No patient or user harm reported. Investigation on going.

Manufacturer narrative:
Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.